Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of an unspecified bd saf-t-intima¿ closed IV catheter system there was liquid leakage at the cap.

Event description:
It was reported that during use of an bd intima-ii¿ closed IV catheter system there was liquid leakage at the cap.

Manufacturer narrative:
Describe event or problem: it was reported that during use of an bd intima-ii¿ closed IV catheter system there was liquid leakage at the cap. Medical device brand name: bd intima-ii¿ closed IV catheter system. Medical device catalog number: 383078. Medical device expiration date: 2021-04-03. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8043042. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of an bd intima-ii¿ closed IV catheter system there was liquid leakage at the cap.